Event description:
Our rep is reporting that during a shoulder repair, the diaphragm of a clear cannula fell away and into the pt's joint space. The object was removed from the body, and the procedure was concluded successfully without further incident or harm to the pt. Facility discarded this complaint device.

Manufacturer narrative:
Nothing is being returned for evaluation. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. We cannot discern a root cause for the reported failure. At this point in time we consider this to be an anomaly. No further action is warranted.